Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: during investigation, it was confirmed that moisture ingress occurred inside the pump. A leak test was performed and leaks were identified at the location of the missing dual vent and audio bolus button. Unrelated to the original complaint, the battery compartment was found to be cracked. The pump was powered on and the display was observed to be dim and discolored. The ok/enter button was found to be hypersensitive. The keypad was removed and a crack was identified in the dome switch of the ok/enter button. Additional evaluation code: results code - (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a case/condition (moisture ingress)- behind display issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.